Manufacturer narrative:
(B)(4). The incorrect locking screw was returned on 02/08/2016. This report will be amended when our investigation is complete.

Event description:
It is reported that an incorrect locking screw was packaged within a posterior augment. The augment had to be cemented on without use of the locking screw.

Manufacturer narrative:
This report is being amended to reflect changes. Only a tibial wedge attaching screw found in the package of the augment rather than the expected femoral augment screw component was returned. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral augment component. Corrective actions have previously been taken regarding this issue, with root cause identified as non-assembled subcomponents not verified upon issuance to production work orders. The following corrective actions were implemented after manufacturing date of this reported part/lot number combination: operator awareness training regarding issuance of subcomponents to production work orders, modification of work orders to include a signed/recorded verification of the subcomponents at the packaging job step, and reorganization of the subcomponent work station and inventory racks.